Event description:
It was reported that a pump module had an over infusion event. Carboplatin (440 mg/2044ml) was programmed to run at 74ml/hr. It was reported the infusion finished 6 hours sooner than expected. There was patient involvement however there was no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module had an over infusion event. Carboplatin (440 mg/2044ml) was programmed to run at 74ml/hr. It was reported the infusion finished 6 hours sooner than expected. There was patient involvement however there was no patient harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.